Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patients ipg had become inoperable. Surgical intervention was undertaken on (B)(6) 2023, where the system was replaced.

Manufacturer narrative:
Date of event is estimated.